Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer reports that there was a pinhole on arterial lumen where leakage occurred. It was detected prior to dialysis upon hookup while flushing line. The product was in use for approximately for 19 months. The catheter was inserted in (B)(6) 2010 and was pulled and replaced on (B)(6) 2012.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.